Manufacturer narrative:
One (1) syringes were received for evaluation. Visual inspection was performed. The sample doesn¿t have packaging flow wrap. It has plunger rod-rubber stopper, there is no tip cap, the barrel label confirms the lot# 7269594. Syringe is not intended to pull back blood draw and is for single use. The syringe was used for a not approved application. Syringe is not intended to pull back blood draw and is for single use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion this is the first complaint for lot # 7269594 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description syringe is not intended to pull back blood draw and is for single use. Rationale .

Event description:
It was reported that during use of the 10 ml bd posiflush normal saline syringe, the nurse found stopper separation from plunger when drawing blood. No serious injury or medical intervention reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that during use of the 10 ml bd posiflush normal saline syringe, the nurse found stopper separation from plunger when drawing blood. No serious injury or medical intervention reported.